Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with cystourethroscopy due to sui, urinary urgency, grade 3 cystocele, pelvic pain and prolapse. Following insertion the patient experienced pain, erosion of internal bodily tissue and other injuries. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent vaginal mesh excision and revision and cystourethroscopy on (B)(6) 2011 for dyspareunia and urinary frequency. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent rectocele repair with pelvachol graft implant (2007), appendectomy. It was reported that patient underwent on (B)(6) 2009 diagnostic laparoscopy, laparoscopic enterolysis, takedown of omental adhesions and removal of gallbladder due to abdominal pain, dyspareunia, biliary dyskinesia and biliary dyskinetic chronic cholecystitis of gallbladder plus intraoperative consultation for evaluation of patient¿s vaginal cuff.